Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient¿s hernia. However, there is no documentation in the complaint file to show a causal relationship between the hernia and the use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. The cause of the hernia is unknown, and it cannot be confirmed if the hernia was pre-existing prior to the start of pd therapy. Patients on peritoneal dialysis are at increased risk for developing a hernia for several reasons including increased stress on the abdominal muscles. Increased intra-abdominal pressure can cause progressive enlargement of a hernia in pd therapy. Based on the available information the liberty select cycler can be excluded as the cause of the hernia, although the pd therapy itself with use of the cycler most likely caused or contributed to the potential development and exacerbation of the patient¿s hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) therapy reported that they had a hernia and was scheduled for hernia repair. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient was diagnosed with a hernia (unknown type) at the end of (B)(6) 2020 (date not provided). It was unconfirmed if the hernia was pre-existing prior to initiation of pd therapy, however the pdrn stated the hernia was not caused by the liberty select cycler. After the diagnosis, the patient¿s pd prescription was altered to eliminate a daytime exchange and the fill volume was lowered (volumes not provided). The patient reported that they had drain complications, which were a result of the hernia. The patient underwent outpatient hernia repair surgery on (B)(6) 2020. The patient continues to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.